Manufacturer narrative:
The device was not returned to animas for eval. If the device is returned an eval will be conducted and the results will be provided in a supplemental report. No conclusions can be made at this time.

Event description:
The pt reported that his blood glucose levels have been intermittently elevated for a few weeks prior to calling animas. He cannot confirm whether or not insulin was leaking out of his cartridges but thinks it's a possibility. The pt's blood glucose levels have reportedly been elevated around 300 mg/dl but denies ketones or symptoms. The situation is not indicative of a serious diabetic injury.